Event description:
It was reported that during a bowel resection procedure, the device was fired with no problem. The device was reloaded and fired again. At the proximal end of the staple line, 1 cm was not complete. The surgeon overstitched the area and the case was completed. There were no additional staple line leaks.

Manufacturer narrative:
Eval summary: the analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.